Event description:
(2/2 reference (B)(6) for related complaints)(document admint set (B)(4)) it was reported that the patient returned to the infusion center with a cytarabine cadd still full of chemotherapy. Cadd was programmed correctly. Patient did not report any beeping overnight. No injury. Cadd serial number: (B)(4). Cadd tubing lot number: 4235013.